Manufacturer narrative:
Additional information: b5, d10, h6 (update codes), h11. B5: update "unspecified pumps" to "novum iq large volume pumps". H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of (B)(6) 2025, further described as "approximately 2-3 weeks ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the line during use of two (2) access sets. This was observed during patient infusion on two (2) patients using unspecified pumps. The air was visible past the pumps and down the tubing towards the patients; however, the air did not reach the patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.